Manufacturer narrative:
The event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. As a result, the patient's ipg has become inoperable. In turn, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.